Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2011, the pt was implanted with six gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and bilateral common iliac artery aneurysms. During the procedure, the right internal iliac artery was embolized using an amplatzer plug. A snorkel technique using gore viabahn devices was performed to stent the left internal iliac artery and the left external iliac artery. On an unk date, a distal type I endoleak was found from the right common iliac artery graft. On (B)(6) 2011, the pt was implanted with one gore excluder aaa endoprosthesis contralateral leg component to treat a distal type I endoleak. The endoleak was resolved and the pt tolerated the procedure.